Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-10690. It was reported that the patient presented to the clinic remotely for a follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise and right ventricular lead exhibited noise oversensing causing pacing inhibition. No intervention was performed. There was no consequences to the patient.

Event description:
Related manufacturer reference number: 2017865-2022-10690 new information received notes that both atrial lead and right ventricular lead were capped and replaced on (B)(6) 2022. The patient was stable in condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Additional complaint codes added in h6 as it was noted that both right atrial and right ventricular leads exhibited insulation anomaly.

Event description:
Related manufacturer reference number: 2017865-2022-10690.